Event description:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] severe haemorrhages daily [genital bleeding] pain in the fallopian tubes [adnexa uteri pain] hip pain [pain in hip] joint pain [joint pain] leg stiffness [limbs stiffness] walking increasingly difficult [difficulty in walking] inability to squat [exercise capacity decreased] weight gain [weight gain] breast pain [breast pain] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 04-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("severe haemorrhages daily") in a 39-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 273 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), genital haemorrhage (seriousness criterion medically important), adnexa uteri pain ("pain in the fallopian tubes"), pain in hip ("hip pain"), joint pain ("joint pain"), musculoskeletal stiffness ("leg stiffness"), gait disturbance ("walking increasingly difficult"), exercise tolerance decreased ("inability to squat") and breast pain ("breast pain") and was found to have weight increased ("weight gain"). At the time of the report, the gait disturbance, exercise tolerance decreased, weight increased and breast pain had not resolved. The outcomes for pelvic pain, genital haemorrhage, adnexa uteri pain, pain in hip, joint pain and musculoskeletal stiffness were unknown. No causality assessment was received for essure with regard to genital haemorrhage, pelvic pain, pain in hip, adnexa uteri pain, joint pain, musculoskeletal stiffness, gait disturbance, exercise tolerance decreased, weight increased or breast pain. The reporter commented: patient¿s current status: walking increasingly difficult, inability to squat, weight gain, breast pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 120 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] severe haemorrhages daily [genital bleeding] pain in the fallopian tubes [adnexa uteri pain] joint pain/hip pain [joint pain] leg stiffness [limbs stiffness] walking increasingly difficult [difficulty in walking] inability to squat [exercise capacity decreased] weight gain [weight gain] breast pain [breast pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 04-nov-2025. The most recent information was received on 11-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("severe haemorrhages daily") in a 39-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 273 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), genital haemorrhage (seriousness criterion medically important), adnexa uteri pain ("pain in the fallopian tubes"), pain in hip ("hip pain"), joint pain ("joint pain"), musculoskeletal stiffness ("leg stiffness"), gait disturbance ("walking increasingly difficult"), exercise tolerance decreased ("inability to squat") and breast pain ("breast pain") and was found to have weight increased ("weight gain"). At the time of the report, the gait disturbance, exercise tolerance decreased, weight increased and breast pain had not resolved. The outcomes for pelvic pain, genital haemorrhage, adnexa uteri pain, pain in hip, joint pain and musculoskeletal stiffness were unknown. No causality assessment was received for essure with regard to genital haemorrhage, pelvic pain, pain in hip, adnexa uteri pain, joint pain, musculoskeletal stiffness, gait disturbance, exercise tolerance decreased, weight increased or breast pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 120 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.